Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter wasn't working properly. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One 23 ga vitrectomy cutter was returned in a zip lock bag along with a bl5323wv pack label from lot v3875. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not reach the cutting edge preventing the cutter from cutting. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined.